Event description:
The customer reported that the ventilator starts beeping as soon as its turned on and is inoperable. The customer reported the device was in use on a patient and there was no patient harm. Followup to obtain further information for the reported problem is in progress.

Manufacturer narrative:
Demo unit; no request for manufacturer's service.